Event description:
The pace/sense portion of this rv lead was capped on (B)(6) 2011 due to high impedances of over 2000 ohms. The procedure took place at (B)(6) center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).